Event description:
Caller alleged discrepant results compared with doctor's point-of-care device. Results as follows: date: (B)(6) - (B)(6) 2011, inratio: 0.8-5.3, doctor's: ng. Date: (B)(6) 2011, inratio: ng, doctor's: 3.2. Pt's therapeutic range: 2.5 inr. Pt changed her coumadin dose at some point during the 3 days that she tested on the inratio meter since her inr was so low.

Manufacturer narrative:
Investigation pending.